Event description:
It was reported that after shooting a gun, the patient's right ventricular (rv) lead became dislodged. High thresholds were also noted. A lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead 2014 (B)(6). (B)(4).